Event description:
It was reported that the patient presented remotely. Review of transmission revealed that the implantable cardioverter defibrillator and right ventricular lead exhibited noise oversensing. No interventions were performed. The patient was in stable condition.